Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and pinnacle were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2010 due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent examination under anesthesia, and stitch excision on (B)(6) 2010 due to s/p cystocele repair, rectocele repair and transobturator sling.